Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant of atrial lead revision procedure, the pulse generator exhibited backup vvi mode. The patient was in good condition during the event. After a software download, the device resumed normal function.